Event description:
It was reported to the manufacturer that the vns patient experienced inflammatory adenopathy (nodules) along the lead pathway. The nodes were noted upon palpation of the lead body. The patient is additionally experiencing dysphonia and a pulling sensation in the neck area. The patient has been scheduled to have a cervical ecograph performed. It was indicated that the reported event could be possibly related to vns therapy.